Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient was hospitalized due to a severe health issue. It was reported that the dexcom receiver may have been a contributing factor, as no alerts were received during the event. The patient was unable to provide specific details regarding the incident, and no additional information was available at the time of this report. Although additional attempts were made to obtain clarification of event details, no reply has been received. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available